Event description:
Independent repair center customer alleged alarming and/or red light, and the key failure is compressor is noisy associated malfunctions for this device: the zipties, clamp, heat exchanger coupling and elbow were leaking.